Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2018-01696.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400s (pc400s) and a px slim delivery microcatheter (px slim). During the procedure, a pc400 unintentionally detached within a px slim after the physician experienced resistance manipulating the pc400 within the px slim. There was no report of an adverse effect to the patient.